Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the mean gradient before the valve was implanted was 46 millimeters of mercury (mm hg). The mean gradient after the valve was implanted was 12 mmhg. The implant depth on the non-coronary cusp (ncc) was -4 mm, and the implant depth on the left coronary cusp (lcc) was -6 mm. Additionally, the valve was implanted inside the patient's native annulus.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: computed tomography (CT) imaging was provided. Image quality is suboptimal due to noise artifact. The prosthetic valve leaflets appear calcified. Intraprocedural fluoroscopic images of the index procedure were provided for review. There is no evidence of a valve load inspection thus it is not possible to validate a good load. A pre balloon aortic valvuloplasty was not performed prior to the valve implantation. Evidence suggests the valve was deployed on the first attempt so there were no recaptures. Valve depth prior to final release was approximately 5 millimeter (mm) on the non-coronary cusp in the cusp overlap view, and undetermined in the left anterior oblique (lao) due to significant parallax in the valve frame. Per medtronic best practices, valve depth on the non-coronary cusp is assessed in the cusp overlap view, and if acceptable, depth on the left coronary cusp is assessed in a lao view after parallax has been removed. In this case, it is not possible to accurately assess depth on the left coronary cusp. Of note, as stated in the evolut r IFU, the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is <(><<)>1 mm or >5 mm, consider recapture. Subsequently, the valve was released, and final angiogram reveals slight under expansion in the inflow region of the valve , but no signs of aortic regurgitation/paravalvular leak. There is no evidence of any further intervention, such as a post implant dilatation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the evolut r 26 mm bioprosthesis demonstrated early degeneration in a patient undergoing hemodialysis, with a sudden increase in gradient observed at follow-up less than three years after implantation. Post-tavi computed tomography revealed that the bioprosthesis leaflets appeared calcified. The device remains implanted and no treatment was reported.